Event description:
Access to vein obtained, inserted wire through catheter, pulled catheter out. Advanced wire and patient complained of pain, pulled wire back. Healthcare provider was able to pull wire back a few centimeters, and then it was stuck with resistance felt. Patient required interventional radiology (ir) intervention for removal.